Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their doctor mentioned that they will need to implant a third lead wire into her system because her left ventricle has grown larger due to the pacing from the pacemaker. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.